Event description:
Boston scientific received information that this pacemaker was recently implanted and indicated the longevity was 5.5 years; however, the gas gauge displayed 3/4 of the longevity remained. The physician indicated he was displeased with this behavior. A technical services (ts) consultant was contacted regarding this issue and indicated the post implant outputs seem low compared to the longevity calculator. Ts discussed getting a save to disk and re-evaluating after the battery is updated with new outputs. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.